Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage and no flow occurred. The target lesion was located in the obtuse marginal (om) branch segment. A 2.25x12mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. During the procedure, the physician saw that the proximal edge of the stent had collapsed on itself by 70% due to an interoperative complication. As a result of the anatomy and the stent, the circumflex (cx) shut down. An additional stent was placed inside the damaged stent in the om and then the entire cx with stented with three synergy stents to open the artery. No further patient complications were reported and the patient was doing fine.